Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that three months after the pt was implanted, while lying in bed on her right side, the pt brushed sand or crumbs off of the bed with her left arm and she "felt like something dropped or pulled" on her side. The pain radiated to her arm and chest. The pt took an ultram and norco, and later took two nitroglycerins at five minute intervals. The pt described the pain as "like soreness in her chest and stomach". While the pt was moving from her bed to retrieve her pump parameters, she became dizzy, was nauseated with dry heaves and a headache. The pt was taken to the ER and was evaluated. She was later taken to cvicu for further management of possible acute lvad hematoma. The CT scan demonstrated a large anterior mediastinal hematoma with compression of the right ventricle. Contrast enhancement demonstrated extravasation of blood into the hematoma along the outflow graft. The following day, the pt was taken to the operating room and it was found that the outflow graft had become disengaged with the outflow end of the pump. The pump and outflow graft were reattached. The pt remains ongoing with the lvad.

Manufacturer narrative:
The pt remains ongoing with the lvad. User facility report was received by the manufacturer from hospital risk management. No further information is available at this time. A supplemental report will be submitted, when the manufacturer's investigation is completed.